Manufacturer narrative:
This supplemental report is being submitted to provide the device history records (DHR) review for the subject device and to correct section d10 (no device returned). The manufacture conducted a the DHR review for the subject device. The record indicated the device was manufactured in september 2018. There was no deviation or non-conformity noted during production; the device passed all functional tests.

Manufacturer narrative:
The diego elite console, mdcons100 with serial# (B)(6) , was returned to the service center for the corrective action/recall. Per evaluation of device, a visual inspection indicated normal cosmetic wear & tear. Software check indicated unit needed following upgrades: rtc v 00.01.23 to 00.01.24 and uic: v2.3.9.0 to 2.3.10.0. Device was repaired/upgraded for the software updates and returned to user facility after passing final quality control inspection. The reported condition of ¿console locked up¿ was addressed with the software upgrade when device was serviced at san jose service center. A review of the service history indicated the scope was purchased on october 17, 2018 with no previous service or repair records.

Manufacturer narrative:
The referenced console was not returned to olympus for evaluation. The cause of the reported event cannot be confirmed. However, based on previous investigation, the most likely cause of the reported event can be attributed to an issue with a software algorithm intended to disable the rf functionality when an internal leak was detected, was itself inadvertently disabled. It should be noted that the investigation determined that events leading to the complaints were only possible with the combination of both an energy blade and console loaded with the above software. In effort to mitigate the reported inadvertent activation of the rf feature the original equipment manufacturer is requiring that user facility¿s in the united states isolate their mdcons100 consoles with the affected software and blades and return the device to olympus for a software update.

Event description:
Olympus was informed that during the middle of a functional endoscopic sinus surgery, the console locked up and the screen froze. The console had to be rebooted two times before it could be used again. In addition, the bipolar blade reportedly was inadvertently activated on its own while the blade was outside the patient. There were no error or alarm observed. The procedure was prolonged while the user facility worked through the issues; approximately 15 minutes. A second blade was used to complete the procedure. There was no patient injury reported. The blade was inspected prior to use and no irregularities were noted. 1 of 2 devices.